Event description:
Consumer called to report low readings when comparing to another meter's readings. Analysis run on clark error grid using competitive mean avg reading (245) as ref. Point vs. Bd readings of 27, 34 yielded data points in the e zone of the grid, outside of acceptable limits.